Event description:
It was reported that a pt underwent a sling procedure in 2003. Since that time, the pt has had continous urinary tract infections requiring multiple antibiotics, cystoscopy, and testing for interstitial cystitis. The pt now has developed an e.coli infection that is resistant to all antibiotics except intravenous therapy. The pt saw an infectious disease specialist due to this and was told that if the pt received IV antibiotics, she would just develop increasing resistance until nothing worked. The pt never had this type of problem until she had surgery for stress incontinence. The uro-gynecologist now wants to do another cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.